Event description:
Customer reported that the paramedics were called and she was hospitalized in intensive care unit due to low and high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that she had seizures and was unconscious when she was transported to the hospital. Customer stated that she has been on life support for the past 3 months, had 5 surgeries on her stomach and taking antibiotics. She stated that have been very hard to get her blood glucose lower than over 600 mg/dl during hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.